Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure message when attempting to start a new freestyle libre 3 plus sensor with the ilet app, after initial setup assistance and communication of pairing and warm-up steps. No adverse clinical symptoms were reported. Outcomes included restoration of glucose readings without intervention and no health impact. User support included customer support troubleshooting and education regarding sensor scanning, pairing, and warm-up. Investigation of this case revealed a transient communication or pairing issue that resolved spontaneously, consistent with intermittent connection behavior between the sensor and the app. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient connectivity.